Event description:
It was reported that an ilet pump with serial number (B)(6) generated persistent restart alarms with codes 76 (bow power) and 68 (vboost over/under voltage) that continued despite multiple restarts, with the pump battery above 50 percent. Symptoms included device alarming. Outcomes included interruption of insulin delivery and the need to shut down the device to avoid further alerts. Investigation included remote troubleshooting and education, verification of addresses, instructions for shutdown, and arrangements for replacement and return for evaluation. Investigation of this case revealed recurrent power subsystem faults consistent with internal power regulation or boost circuitry malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to internal power management. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.